Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a call service alarm (cs 064) issue. There is no indication the alleged product issue caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long-term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Follow-up #1: date of submission (B)(4) 2018 . Device evaluation: the black box verified call service 064-008 alarms. The device has been returned and evaluated by product analysis on (B)(4) 2018 with the following findings: the call service 064-0008 alarm was not duplicated during investigation. The pump cover was removed and internal moisture and corrosion was found on the motor flex connector and surrounding components. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.